Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of voltage too low for the remaining projected capacity. Boston scientific technical services was contacted and recommended device replacement or repeat data analysis within a provided timeframe. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of voltage too low for the remaining projected capacity. Boston scientific technical services was contacted and recommended device replacement or repeat data analysis within a provided timeframe. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD has been received for analysis.